Event description:
This report is based on information provided by field service engineer fse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating capnometer was plugged in, yet the monitor didn't detect it. The crew attempted another capnometer with same result. No impact alleged at this time.

Event description:
This report is based on information provided by field service engineer fse and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating capnometer was plugged in, yet the monitor didn't detect it. The crew attempted another capnometer with same result. No impact alleged at this time.

Event description:
This report is based on information provided by field service engineer fse and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating capnometer was plugged in, yet the monitor didn't detect it. The crew attempted another capnometer with same result. No impact alleged at this time.